Manufacturer narrative:
The initial reported event of "inappropriate shocks, oversensing, high impedance, lead fracture" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event. Evaluation summary: he full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "inappropriate shocks, oversensing, high impedance, lead fracture" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event.